Event description:
The micro saggital saw was returned for svc. Upon evaluation at the MFR, it was found to run after the handswitch was released. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered. The reason for the serialization starting with 90xxxis to provide clarification following a change in stryer's electronic complaint systems.